Manufacturer narrative:
This medwatch submission is a duplicate of 3011649314-2023-00348. Manufacturer narrative will be noted on 3011649314-2023-00348 fu1.

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. This complaint will be kept on record for track and trending purposes.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type ii and their oral hygiene is noted to be good. The patient has a history of diabetes. The patient presented on (B)(6) 2023 for a primary procedure on tooth #31. The patient returned on (B)(6) 2023 before the second stage of surgery without complaints. Upon examination, the provider noted that the implant failed to integrate, and the device was removed. Based on the dates noted in the questionnaire completed by the provider, a medical opinion was sought, and it was determined that because the implant was placed and removed in such a short time, it lacked stability.